Event description:
It was reported that after the patient experienced a syncopal episode, the device electrocardiogram (ECG) was determined to have gone off line for a period of time due to an electrode lift. The device resumed sensing shortly afterwards, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.